Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer assumes the insulin pump does not give them insulin and as a result they went to the emergency room. Customer's blood glucose level was 497 mg/dl. Customer was wearing the insulin pump at the time they were admitted to the emergency room. Troubleshooting for high blood glucose levels was performed. Customer was advised to change out their entire infusion set and reservoir. Customer performed the high pressure test on the insulin pump and passed. Customer advised they have a bent cannula. Customer advised they cannot bring their high blood glucose levels down and have been using manual syringes as opposed to the device.